Manufacturer narrative:
D4 - additional device information unique identifier (UDI) # (B)(4). This follow-up report is being filled to relay investigation result availble since the 13-sep-2018. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: pain. Event description: it was reported by patient's counsel that the patient had a primary left hip surgery on (B)(6) 2010 due to end-stage arthritis. The patient alleges he began to experience significant pain and discomfort in 2014. In (B)(6) 2015, the patient tested positive for slightly elevated cobalt serum levels. In (B)(6) 2016, the patient suffered from a significant increase in cobalt serum levels. An MRI indicated adverse local tissue reaction (altr). The patient also alleges difficulty with daily tasks due to the pain. He then underwent a complex revision surgery on (B)(6) 2016. It was noted that during revision surgery it was discovered that the capsule was 4 to 5 times thicker than expected, and corrosion of the femoral neck and inside femoral head. After the revision, the patient's cobalt serum levels have decreased, mobility has slowly returned. But, the patient still experiences pain every night and cannot spend more than 6 hours in bed without pain. Review of received data: - the surgical notes of the primary implantation performed on (B)(6) 2010 have been received as part of a notice of the claim pursuant: implant date: (B)(6) 2010. Implant surgeon: (B)(6), m.d.. Implant facility: (B)(6) center. Implanted devices: - m/l taper reduced neck length standard offset (00-7711-009-10, 61621508). - versys femoral head (00-8018-032-01, 61647975). - tm modular acetabular shell (00-6202-054-22, 61589046). - trilogy acetabular system liner (00-6310-050-32, 61587418) the notes contain the diagnosis, indication, operative findings, components utilized, description of procedure and the implant stickers. - the surgical notes of the revision surgery performed on (B)(6) 2016 have been received: revision date: (B)(6) 2016. Revision surgeon: (B)(6), m.d.. Revision facility: (B)(6) center. Revised product: biolox option head xl (00-8777-032-04, 2853560). Pre- and postoperative diagnosis: failed left total hip replacement 6 years. Postoperative, high suspicion for adverse local tissue reation from cobalt corrosion, alval. Description of procedure: ¿this capsule was 4-5 times as thick as one would expect with the central aspect of the capsule tissue appearing very necrotic. ¿ the femoral head was removed with characteristic one blow from a tamp and there was a large amount of corrosion about the femoral neck. By corrosion, I mean black appearing tissue both inside the femoral head and on the femoral neck. This allowed us better to access to the inside of the capsule and over the course of an hour we were able to debride the nonviable and marginally viable nonmobile capsular tissue from inside out. ... Exploration of the acetabulum demonstrated that is was in fact stable with polyethlene that appeared healthy. ... Upon completion of this debridement and cleaning of the femoral trunnion, we trial reduced with a +0, +3.5 and +7 femoral necks, length tension relationships and stability were superior with a +7. As such, a biolox +7 option femoral neck was placed and impacted. This was noted to lock well. ... There were no x-rays. Specimens include culture to bacteriology and multiple fragments of intracapsular debris to pathology, rule out alval.¿ - notice of service of process from the united states district court (district of maine). Dated 03/15/2018 has been received: the letter contains a demand for jury trial, an introduction, the parties involved, jurisdiction and venue, factual allegations and the claims. Factual allegations: "on (B)(6)2010, plaintiff earle b. Pride underwent a total hip arthroplasty of his left hip with insertion of the products. The surgical procedure was performed by (B)(6), m.d., at maine medical center in portland, maine. In approximately 2014, plaintiff earle b. Pride began experiencing significant pain and discomfort in his left side. Diagnostic work-up in (B)(6) 2015 showed his cobalt serum level slightly elevated. A year later, in (B)(6) 2016, diagnostic work-up revealed significantly elevated cobalt serum levels (a term known as metallosis), and MRI imagining showed evidence of adverse local tissue reaction. Prior to his revision surgery, mr. Pride suffered from daily pain, tinnitus, extreme shortness of breath, and difficultly with normal daily tasks, such as tying shoe laces, bending over to pick something up, or sleep. Based upon these findings and in light of worsening symptoms, plaintiff underwent a complex revision surgery of his left prosthesis on (B)(6) 2016, performed by (B)(6), m.d., at maine medical center in portland, maine. Pathology from the revision surgery was consistent with aseptic lymphocytic vasculitis-associated lesion (alval) - a complication that has appeared in a subset of patients with metal-on-metal total hip arthroplasties. Following revision surgery, mr. Pride's cobalt levels have decreased and device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination (biolox option head and m/l taper stem) was approved by zimmer biomet. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. All possible causes (with occurrence and severity) related to the issues reported are listed in the corresponding risk management worksheet sap rmw. Conclusion: according to the product experience report and the provided documents the cocr head was replaced by a biolox option head during revision surgery performed on (B)(6) 2016 due to significant increase in cobalt serum levels and, amongst others, indication of adverse local tissue reaction. Following revision surgery, the patient's cobalt levels have decreased and his mobility has slowly returned. Nevertheless, the patient still experiences pain every night and cannot spend more than six hours in bed without pain. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Moreover, pain cannot be related to a single specific failure mode, therefore, a root cause analysis for pain regarding the ceramic head is not possible. Based on the given information and the results of the investigation, no specific root cause could be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: item: shell porous with cluster holes 54 mm, catalog #: 00620205422, lot #: 61589046; item: bone screw self-tapping 6.5 mm dia. 40 mm length, catalog #: 00625006540, lot #: 61593074; item: liner 10 degree elevated rim 32 mm i.d., catalog #: 00631005032, lot #: 61587418; item: femoral stem 12/14 neck taper plasma sprayed press-fit, catalog #: 00771100910, lot #: 61621508. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) (B)(6) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The device is not expected to be return for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., (B)(6) reference number (B)(4).

Event description:
It was reported that a patient underwent to revision surgery. During this surgery patient was implanted with unknown biolox head and has experienced ongoing pain for an unknown time frame post revision surgery.